Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # 428d99. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload with 1 proximal double driver up without staples and with 10 proximal staples protruding. Also, a scratch could be seen in the channel are of the reload and in the left gripping surface. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device lot 428d99, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the leg staple come out before firing. No further details were provided. No patient consequences reported.